Manufacturer narrative:
Corrected information was provided in b.6. Additional information was provided in sections h.6 and h.11. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. There was no product returned for this investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Specific product identifiers (serial number) were not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this serial number cannot be performed as the serial number is unknown. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported that a patient experienced endophthalmitis in the left eye on or before fourteen days after cataract surgery. Prior to surgery, patient was given antiseptic, antibiotic and preop regime medication. Balanced salt solution was also used. Patient eye was diagnosed with aqueous cell, aqueous fibrin and hypopyon. Patient underwent vitrectomy surgery, anterior chamber wash and topical medical adjustment as an intervention of the event. Patient was treated with steroids, antibiotics, nonsteroidal anti-inflammatory drugs and subconjunctival injection post operation. Currently the patient condition was resolved. This report pertains to patient 2 of 2 involved in this reported event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Upon further assessment previously reported FDA patient code (e2326 - inflammation) is not applicable for this complaint. Hence, the mentioned code has been removed from section h.6.